Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted that there was a burnt in section of the organic light-emitting diode (oled) screen. An analysis of the data saved to the system showed a file system error and that the handle was left in a low voltage state for a period of time and entered a graceful shutdown as a result of the low voltage. The graceful shutdown would result in the handle emitting a low battery tone. It was reported that the instrument broke. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the instrument made strange noise. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the power handle is sufficiently charged before use. The evaluation detected an unreported condition of corrupt micro sd card not related to the reported condition. Analysis of the handle noted that the microsd card was corrupted. This was confirmed based on log files. The system performs sd card integrity check as part of system initialization. This is the only time the check is performed. This condition would result in the handle being unable to enter firing mode pre-operatively. The most likely cause for this condition was traced to software design. Internal process improvements have been initiated to mitigate this issue. Another unreported condition was identified of screen burn-in not related to the reported condition. The root cause of this condition is due to the display showing the same image on the display for a prolonged period of time. The handle is programmed to turn off the display when not in use. However, when components are left connected to the handle by the user, the amount of time it takes the screen to shut off is extended. A cross functional team has reviewed the risk and rate of occurrence for this failure and has determined that no corrective actions are warranted at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, the handle was making a bird chirping noise and then the center hook of the adapter extended out. The handle was replaced to fix the issue. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.